Event description:
It is reported that the pt is presenting with pain after experiencing a fall that resulted in a femur fracture.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such bone quality and type of activity (low impact vs high impact) are unk. With the information provided, a definitive root cause of the event cannot be determined with the information provided. The sequence of events leading to the fall and femur fracture cannot be definitively determined with the information provided. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.